Manufacturer narrative:
Review of lot history records for the involved devices confirmed manufacturing steps and processes were met and followed. There have been no issues with any sterile disposable manufacturing lots produced to date. Product met specifications prior to shipment. This MDR is being filed after a retrospective review of all complaint reports.

Event description:
Patient noticed mild erythema and pinpoint skin breakdown (B)(6) 2013. Treated with ointment, but a linear ulceration developed mid axilla on the right side. Resolved in 2 weeks with slight hyperpigmentation which took longer to resolve.